Event description:
Customer reportedly obtained results of 18.9 mmol/l and 2.4 mmol/l on the aviva system within 10 minutes. Customer drank a beverage in response to hypoglycemic symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.